Event description:
It was reported that the device was explanted after an implant duration of approximately 34.7 months. Through follow-up with the health-care provider, it was learned that the device was explanted, due to endocarditis.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), a copy of the operative report was received. It was also learned that the device was explanted due to an infectious disease (endocarditis) with the source unknown. Therefore no further attempts will be made to attain the device for evaluation. A device history record review is in process.